Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.

Event description:
The customer reported a tubing separation. Prior to patient use, it was reported "set broken (separated in two parts) in the filter region with proximal tube." Though requested, no additional information was provided.